Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had time clock anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that in last three months they noticed that the insulin pump increasingly losing or gaining time randomly. Customer stated that the gain was not greater than 1 minute per week and loss was greater than 4 minutes per month. Customer also experienced high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was programmed with correct time and date. Device was monitored and no time loss/gain noted.